Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the emergency room. This cardiac resynchronization therapy defibrillator (crt-d) system displayed noise, oversensing, pacing inhibition and pacing impedances of greater than 2000 ohms on the right ventricular (rv) lead. The pacing inhibition led to asystole of up to 6 seconds. The patient also received four inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. Therapy was not exhausted. It was suspected the rv lead was fractured, but this was not confirmed. The fracture was not visible under fluoroscopy. The decision was made to surgically abandon and replace this rv lead. A new rv lead was implanted and connected to the associated crt-d without issue. No additional adverse patient effects were reported.